Event description:
A review of service data detected a reportable event. During servicing of monitor (B)(4), which was returned for routine maintenance, it was discovered that the monitor would only fire the positive pulse half of the pulse. The last pt to use this monitor did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. The monitor was found to only fire the positive half of the treatment pulse. The root cause of reboot problem was a defective q12, q10, and q16. All three of these parts are high voltage transistors. The root cause of the defective transistors is unk, but is likely random component failure. This is only the second time this has occurred since the original PMA approval. The defective transistors were replaced. The monitor was retested and restocked. No adverse event resulted from the defective transistors. The last pt to use this monitor did not report any problems.